Manufacturer narrative:
A4: unknown. A5: unknown. A6: unknown. D6b: unknown. H6: health impact- clinical code: 4581 - dysphotopsia. H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, into the patients right eye (od) on (B)(6) 2023. At 3 weeks post-op, the patient complained of dysphotopsia and glare/haloes. This was very distressing to the patient both day and night. The doctor felt this was related to the centraflow hole. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed and the problem was resolved. The surgeon did not implant another lens. Post-op, the patient is back to his pre-op status. H3: device evaluation: the lens was returned dry, in gauze, with residue/debris on product. Visual inspection found the haptics torn. There was debris and residue throughout the lens. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).